Event description:
The user is no longer able to hear with the device. In situ testing showed affected channels. The user was reimplanted on (B)(6) 2021. This report refers to 9710014-2021-00738. For further information please refer to this report.

Event description:
The user is no longer able to hear with the device. In situ testing showed affected channels. The user was reimplanted on (B)(6) 2021. This report refers to 9710014-2021-00738. For further information please refer to this report.